Event description:
Multiple sponge packs were discovered to be missing a sponge, meaning that only 4 sponges were present in what was supposed to be a pack of 5. Item is infor 006436, and all defective product found are from the same lot - 302536. If these are utilized in a case without anyone noticing, we could think we are missing a sponge at the end of the case, which could cause confusion and patient safety concerns. We have checked all of our stock to pull all affected product. All sites should check their stock.